Manufacturer narrative:
Additional information: b5, d4(serial#), d10, g4, h3, h4, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open video assisted thoracoscopic surgery, the reload would not release off the adapter. It was also reported that when the stapler was loaded onto the lung tissue and was clamped, an error message with an image of the handle in red came up on the display screen. An attempt to open the jaws to release the lung tissue was made but the jaws would not open. A manual retraction tool was used to open the adapter and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open video assisted thoracoscopic surgery, the reload would not release off the adapter. It was also reported that the jaws of the device locked on tissue and a manual retraction tool was used to open the adapter and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. The adapter came with a reload attached to it. The reload jaws were closed. The sled was not advanced. The unload switch was at the home position. There was no damage to the adapter. The adapter was connected to a representative handle running software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. An associated device issue could not be confirmed. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. A definitive root cause could not be determined with regard to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under if information is provided in the future, a supplemental report will be issued.